Event description:
The customer contacted baxter's technical service center to report a burning smell on the homechoice (hc) machine during use, patient not connected. The cg stated that she smelled something burning. The machine is plugged directly into working wall outlet and plugged firmly back into the machine. The baxter technical service representative (tsr) advised the cg to unplug the machine from the outlet and to not attempt to use it. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed rite electrical test and functional test. The reported issue was not confirmed and the assignable cause was undetermined. The device history was performed and no abnormality was observed. A 2 year review of service data revealed there is no previous service history for this device.